Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one insyte 24ga x 0.75in has been found damaged before use. The following has been provided by the initial reporter: when opening the catheter in order to prepare it for the procedure, it was noticed the material was ruptured with defect in its tip.